Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to reported device would not auto restart after a downstream occlusion which was not reproduced. The downstream pressure plate gap was found out of spec. The downstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device would not auto restart after a downstream occlusion. There was no pt involvement.